Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® flextend¿ plus tracheostomy tube was tearing aware from the junction of the tube and insertion site. Subsequently, unplanned tracheostomy (trach) tube change out was performed. There were no reported adverse patient effects.

Manufacturer narrative:
One bivona® flextend¿ plus tracheostomy tube was returned for analysis. A split on the flange eyelet was observed upon visual inspection. Relevant documents and manufacturing process were reviewed and deemed adequate. A review of the assembly process and training records were reviewed with no discrepancies. Product molding was audited on 32 units with no damage detected. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.